Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported the patient¿s pump eol was due to start alarming and it had. The patient stated that this was expected. The patient¿s pump did not have medication in it and the patient went through withdrawals. The patient had to move due to spouse getting a new job and the patient was looking for an hcp who would explant the old pump and implant a new pump. The patient had been weaning down with their prior hcp before they moved. At this time the patient was trying to find someone in their new stated that could turn off the pump alarm until another hcp was found. The pump was used to deliver morphine. Additional information was received and it was reported that the pump had been alarming about once every day since a year ago. On (B)(6) 2014, it started alarming every 2 minutes. Telemetry had not yet been performed. It was later reported that when the patient was seen by her healthcare provider (hcp) on (B)(6) 2012, she was given ms contin and norco to give her pain control and reduce withdrawal symptoms. At this time, the patient was planning on moving and was to find a pain physician who could replace her pump. When the patient moved in (B)(6) 2012, she never saw a new pain doctor. The pump was never filled again and ¿ran out¿. The patient returned to the hcp¿s office on (B)(6) 2014 wanting the pump turned off. At this time, the patient¿s back and leg pain was minimal. Once in a while, she would have a back muscle spasm. The pump was permanently turned off. The patient was planning on having the pump removed. The patient was to return to the hcp¿s office for lumbar trigger point injections as needed for her occasional lumbar muscle contraction. The cause for the alarm was that the pump ¿dried up¿. At the time of this report, the pump had not been removed. Per pump logs, end of service (eos), reset and a tube set message occurred. The pump had been shut off for 1092 hours and 15 minutes. The last pump update was on (B)(6) 2012.